Manufacturer narrative:
A field service representative is able to verify the customer's reported issue. Noise is coming from blender bypass alarm. Verified calibration and the device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation. Investigation is ongoing.

Event description:
The customer reported that the 3100a ventilator experienced an internal air leak. At this time, there is no patient involvement associated with the event.